Event description:
It was reported that this right ventricular (rv) lead was explanted due to micro perforation. Patient experienced pain due to the reported issue. No additional adverse patient effects were reported.